Event description:
According to the information received, this valve was explanted due to paravalvular leak causing hemolysis and "third degree" aortic insufficiency as demonstrated on cardiac catheterization. Additional information will be requested.